Event description:
Device issue: dislodged stent. Adverse event: medical intervention. Onset of adverse event: during procedure. It was reported that during the procedure in the ostium of the 90% stenosed left circumflex artery (lcx), an attempt was made to advance the mini vision stent system; however, the stent system could not advance. Therefore, an attempt was made to pull back the stent system and the stent dislodged in the lcx. A vision stent was deployed to compress the dislodged stent within the artery. A second mini vision stent was implanted successfully to treat the lesion. No additional event or pt info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of MFR, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, and/or interaction with the lesion, accessory devices. The sds was not returned which may have aided in the evaluation. In this case, based on the info received, the stent dislodged when the physician pulled back the stent system. The stent dislodged resulted to use another vision 3.5 x 23 stent to compress the dislodged stent implant within the vessel. Per instructions for use (IFU): "do not retract the delivery system into the guiding catheter - failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and /or delivery system components." The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre dilatation strategy, product placement technique, product size selection and accessory device support; and typically not associated with the product quality deficiency. Based on the info received, the inability to cross appears to be related to the heavy calcified and 90% stenosed lesion. A review of the lot history record did not reveal any non-conforming material records (ncmrs) associated with this lot and all lot release testing met mfg criteria. Overall, the reported failure to advance and stent dislodgement appears to be related to operational context, but there is no indication of a product quality deficiency. The reported failure to advance and stent dislodgement appears to be related to operational context and there is no indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances.